Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump.